Manufacturer narrative:
Medwatch sent to FDA on 02/26/2016. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. This event was presented at an obesity conference by a physician. Further information regarding the description of events, dates of implant and explant, patient information, relevant medical history, concomitant therapies, and device information have been requested of the initial reporter. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications: possible complications of the use of orbera include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient with the orbera intragastric balloon was "admitted to accident & emergency...with abdominal pain and vomiting. Chest radiograph showed clear air fluid level in [the intragastric balloon] situated in stomach." The orbera was "removed under general anesthetic. Culture showed streptococcus parasanguinous."